Event description:
Additional information was received. It was reported that the patient's pump and catheter were explanted due to the volume discrepancies that indicated overinfusion. It was noted that a dye study was performed. It was also noted that there was no patient injury and the patient recovered without sequela. It was noted that the pump was using the drugs: zinconotide, bupivacaine, clonidine, & baclofen.

Event description:
It was reported there was a volume discrepancy and the patient was experiencing underdose symptoms. The healthcare provider found multiple volume discrepancies on different occasions, and in all occurrences the actual residual volume (arv) was less than the expected residual volume (erv). The latest discrepancy was arv 1.6 ml when the erv was about 10ml and occurred on (B)(6) 2012. On (B)(6) 2012, the arv was 2.2ml and the erv about 10ml. 3 to 4 days later, the arv was 16ml when the erv was 19. Although the volume discrepancy had the actual less than the expected and appeared to be over-infusing, the patient was experiencing symptoms which were more associated to underdose. The patient appeared to be having increased spasms. The hcp was cautious about doing a therapeutic bolus for troubleshooting as he was treating the patient for an unrelated symptom of asymptomatic tachycardia. A dye study was completed and per the hcp everything looked good and the catheter tip was at t12. The hcp was contemplating replacing both the pump and the catheter. The medications in the pump were clonidine, bupivacaine, prialt and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump confirmed overinfusion. Dispense testing showed an atypical 300 ul/day graph and further dispense accuracy testing showed that the overinfusion was repeatable. An x-ray showed the roller position before the stop pump testing was to proceed. The pump was programmed to stop thus stopping the pump head from rotating and stop infusion. At the stop position there should be no dispensing of fluid. Stop pump test 1 showed that even though the pump was programmed to stop, the fluid was still flowing. This is an indication that fluid was leaking past remaining rollers that were compressing the pump tube. Upon destructive analysis it was discovered that the pump tube had been discolored and hardened with loss of elasticity. It was confirmed that in the specific orientation of the pump head, the pump head was not fully occluding the pump tube. This allows fluid to bypass the roller, which would lead to the overinfusion. A combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube. It was noted that the drug-use was off-label. Final analysis of the catheter found some indentations inside of the cup though that did not affect infusion.

Event description:
Additional information was received. It was stated that, to the reporter's knowledge, the patient was receiving effective therapy at the time of report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), product type catheter; product ID 8709, serial # (B)(4), product type catheter; product ID 8590-9, lot # n279047, product type accessory; product ID 8590-1, lot # n263621, product type accessory. (B)(4).